Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the fill valve and control panel were replaced, and the programmed cpu from the old display board was swapped out to the new board which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplement MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that the mixer¿s control panel had possible heat damage. During a rinse cycle the mixer tripped the fuse and shut down twice. The biomedical technician (bmt) reported that the inlet plug was found to be extremely hot while unplugging the unit. He followed the lead wire to the board and disconnected it. At the same time, the biomed noted a slight discoloration on the q6 component as if ¿a wisp of smoke¿ had passed over it. No burning smell noted, no flames or sparks were observed, and no smoke emanated from the unit. There was no harm to the staff and no patient adverse effects were experienced as a result of this event. No treatment was impacted. Additionally, the fire alarm did not go off, and no fire extinguisher was used. The event did not result in property damage and no fire personnel were contacted to assist with the incident. Additionally, no electrical damage was visible. The biomed technician replaced the fill valve and control panel, and then swapped out the programmed cpu from the old display board to the new board to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported.